Event description:
It was reported that "during the use of the phantom retractor (loaner tray) the articulating arm screw attachment that attaches to the retractor base was releasing metal shavings into the patients wound."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review; results: the luxor accessory arm was confirmed to have a worn securing mechanism according to the report of the sales rep. This event occurred intra-op and resulted in a 10 minute surgical delay, and it was reported that the metal shavings were in the open wound. Several attempts were made to have the product returned back to stryker in (B)(4), but we have not received the product. A possible cause for this issue is due to the age of the product; however, since the manufacturing records are not available, this cause cannot be conclusively determined. Conclusion: further information about this event could not be obtained, multiple requests were made. Without further information the cause of the reported event could not be determined.

Event description:
It was reported that "during the use of the phantom retractor (loaner tray) the articulating arm screw attachment that attaches to the retractor base was releasing metal shavings into the patients wound."